Event description:
The hcp reported the pump was explanted, and replaced after an implant duration of 72 months due to "pump recall". The patient had not been experiencing any apparetn symptoms. A follow up report will be sent when additional information is received.

Manufacturer narrative:
H6 - device analysis results not available at the time of this report. A follow up report will be sent when analysis is complete.